Manufacturer narrative:
(B)(4). The carotid device was returned with the stent still in position on the delivery device. A significant amount of solidified blood was noted on the stent and delivery system. A visual and tactile examination of the device identified one severe kink on the catheter 170mm proximal to the tip of the device. The outer catheter was also noted to have ruptured. This damage was identified 170mm proximal to the tip at the site of the severe kink and extended proximally along the catheter for 10mm. The inner lumen was intact and undamaged. During analysis the investigator attempted to deploy the stent, however this could not be accomplished due to the catheter damage identified. When the investigator applied pressure to deploy the stent the inner lumen protruded through the ruptured outer catheter preventing stent deployment. No issues were noted with the catheter that could have contributed to the complaint incident. The stent was fully mounted onto the delivery system. During analysis the investigator could not deploy the stent from the delivery system due to the severe kink and rupture identified on the catheter. However the investigator was able to deploy the stent manually by extracting the tip of the delivery device. Severe resistance was encountered due to the significant amount of solidified blood on the delivery system and stent. A visual and microscopic examination of the stent identified no issues or any damage that could have contributed to the complaint incident. A visual and microscopic investigation identified no issues with the stent cup, stent holder or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-sep-2017. It was reported that deployment issue occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in a severely tortuous and severely calcified right internal common carotid artery (cca). After the filter wire was passed through and pre-dilatation was performed, a 10.0-24 carotid wallstent¿ was advanced to treat the target lesion. However, during stent placement, the device was unable to deploy. It was like the cover could not be pulled at all. Subsequently, the device was taken out of from the patient's body. The procedure was continued and the device was replaced with another 10.0-24 carotid wallstent¿. The second device was also unable to deploy but when it was tried outside the patient's body, it was able to deploy without any issues. The device was delivered again and the procedure was completed. No patient complications nor injuries were reported. However, returned device analysis revealed shaft ruptured.